Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
On 03/23/2020, the patient initially reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On the same day the sensor was inserted, the patient's skin was red, swollen with pus which then dried and became rough. The patient¿s parent call dexcom on 04/21/2020 to report another skin reaction and provided additional information for the reported skin reaction on (B)(6) 2020. The patient¿s parent stated they consulted a dermatologist and the dermatologist provided the patient with a compounded, physician-made non-over-the-counter ointment that contained cortisone. The dermatologist requested a list of the adhesive ingredients for allergy testing; however, the testing was not performed. No additional patient or event information is available.